Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The field service engineer (fse) powered on the system and confirmed repeated occurrences of error 319 on universal surgical manipulator (usm) 3 (380647-22) and replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the part(s) involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the reported complaint. The 319 error was triggered when the universal surgical manipulator (usm) was tested on the in house system. Further investigation found the rolling loop harness damaged. As a fix, the rolling loop harness would be replaced.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted that arm 3 was disabled. The customer informed the technical service engineer (tse) that they had a recoverable error which indicated them to undock and disable the arm. The tse suggested the customer disable the arm as it was the only way to get it back to power cycle the system. It was noted the customer were already in the process of power cycling. Upon power up, the customer stated they received a 319 error. Via the event logs, the tse confirmed the error which indicated the acc node was not responding. The tse asked the customer to power the system down and hard cycle the patient side cart (psc). When the system powered on, the 319 error returned. The tse asked the customer if another xi psc was available, and the customer stated that all systems were in use. Then the tse asked the customer if they were able to continue with 3 arms, at which the surgeon stated that they could use 3 arms. However, the surgeon decided to convert to lap. The customer requested a field service engineer (fse) follow up to resolve the issue. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotic coordinator (roco) informed that the surgeon was at the end of the case and no longer needed the robot and elected to convert to laparoscopic. The robotic coordinator (roco) indicated there was no issues or errors when the system was started up in the morning, and the error occurred intra-operatively. The roco provided the patient demographics and informed the patient was a male of 61 years of age, and weighing at 85.9 kg. The procedure was completed laparoscopically with no patient injury or harm.